Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15786. It was reported that the patient presented for an implant procedure. During the procedure while attempting to connect the left ventricular - lv lead, it was noted that the two lv leads failed to be inserted into the catheter and failed to disconnect from the guidewire. Both leads were not used and were replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.